Manufacturer narrative:
It was also reported that the patient was placed under general anesthesia on (B)(6)2025.

Event description:
Per the clinic, the receiver-stimulator of the implanted device had become displaced and the patient underwent a revision surgery to reposition the device (specific date not reported). However, during the surgery, the electrodes had also shifted from their original placement in the cochlea. Additional information has been requested but has not been made available as of the date of this report.